Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states that drive support cap appeared normal. Customer's blood glucose was not reported. Insulin pump will be replaced.

Manufacturer narrative:
No rewind anomaly was noted. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery alarm or verify the compromised force sensor system alarm due to the motor error alarm. The pump was received with normal operating currents and passed the unexpected restart error tests. The pump had minor scratches on the lcd window, a scratched case, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.